Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy screen during service or maintenance of an olympus gastrointestinal videoscope. There was no patient involvement.